Manufacturer narrative:
A ge service representative performed an on site investigation. The video boards and connectors were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the images displayed were too grainy to diagnose and the system had to be rebooted, in order for them to clear. No pt injury was reported.